Event description:
During an ischemic vt case, the carto 3 system failed to correctly route pacing resulting in 3 total cardioversions that would have otherwise been unnecessary. The first instance resulted when the physician could not get the ablation catheter to pace due to failed routing. The second instance occurred as the physician could not get the pacing on the ablation catheter to disable through carto 3 and rf could not be applied. The patient required cardioversion due to becoming unstable while in the clinical vt. The third instance occurred when the user could not ablate due to a defective redel cable that was reading low temperatures and rf (radiofrequency) could not be turned on. A cable change resolved the issue. Vendor notified with a request for investigation into the carto 3 issues, especially the pace routing. The rep was present in the room during the case. The patient stabilized despite these equipment malfunctions. The patient's outcome was good. Products in use:the carto 3 systemthe stockert generatorthe cool flow pumpthe navistar thermocool catheter.====================== health professional's impression======================during ischemic vt ablation case, the carto 3 system failed to correctly route pacing resulting in 3 cardioversions that would have otherwise been unnecessary. The physician is an experienced interventionalist and stated "the old system I could manage. With the upgrades, it's impossible for me to do a case without the rep in the room."====================== manufacturer response for ep mapping system, carto 3 system======================investigating